Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.